Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. Analysis of the system was performed, and it was found noise on the left ventricular and general low amplitude on all channels. Channel measurements suggest the patient is experiencing intrinsic cardiac failure and fluid retention on the thoracic cavity which could explain the decrease in the impedance measurements. Clinical evaluation of the patient was recommended. At this time, this system remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).